Event description:
Reference number (B)(4) event occurred in canada. It was reported that the patient faced two bent cannula issues on (B)(6) 2026.the patient experienced hyperglycemia. The insertion site was at abdomen. The patient received treatment with correction injection via mdi. The patient replaced infusion set and resumed insulin deliveries successfully. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2 request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.